Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the drug concentration. In 2003 at 8:00 am, the pump was programmed to deliver morphine 0.1 mg/ml instead of the intended 1 mg/ml concentration in the continuous only mode with a rate of 2 mg/hr. At approximately 9:50 am, the pump alarmed for an empty syringe. The pump display indicated that 3 mg had infused, but the entire 30 mg syringe was delivered. The pump was immediately removed from clinical service and pca morphine therapy was discontinued. There were no medical interventions required and no adverse pt effect was reported. The pt's vital signs reportedly remained stable. Though requested, no additional info was available.